Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three shocks. Technical services (ts) was contacted to review the episodes, and ts discussed that the first two shocks were ventricular tachycardia (vt) successfully converted with a shock by the s-ICD. Ts informed that the last episode showed a morphology change which appeared more like bundle branch block, but could also have been vt with aberrancy. The s-ICD system remains in service. No adverse patient effects were reported.